Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that he needed to lower stimulation because it was too strong. The patient reported that the controller was frozen on the please wait screen. The patient was instructed to reset the controller. Following the reset, the patient was able to lower the stimulation and stated he was feeling much better. The issue was resolved. Additional information was reported that the circumstances that let the patient's stimulation to be too strong was the patient's device intensity changed to a higher level own its own at that time the patient's remote screen froze and would not let the patient change intensity or cut off power. The patient stated the intensity changes often, but it will ley the patient adjust it when their programmer is not frozen. No further information was reported.